Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer seeking medical attention. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated his condition had improved and he did not currently have any symptoms related to diabetes. Customer stated that after the initial call on (B)(6) 2023 his wife had called 911. The customer's blood glucose test result when tested by the paramedics was 164 mg/dl (undisclosed if fasting or non-fasting). Customer's blood glucose test result when at the hospital was 1059 mg/dl lab result (undisclosed if fasting or non-fasting); customer's blood glucose was tested using the hospital meter and they confirmed the lab test was correct. Customer was given a shot of insulin. Customer stayed at the hospital until (B)(6) 2023 when they got his blood glucose under control. At the hospital he was getting insulin 15 or 20 minutes before, breakfast, lunch and dinner for the 5 consecutive days and they bring the blood sugar on the 300s mg/dl (undisclosed if fasting or non-fasting). Customer saw the diabetes educator and they discussed his blood glucose and the strict diet; doctor give him a new medical treatment plan he is taking now: lantus 9 am 8 units and 9pm 12 units. Humalog before meals. Customer has the follow up appointment for the hospitalization in a month. Customer stated he is still using the old meter and he stated that the meter is working fine.

Event description:
Consumer reported complaint for error message (e-5). Customer reported feeling tired; medical attention was not needed at the time of the call. During the call, a back to back blood test was performed by the customer and produced e-2 and e-5 error messages using true metrix go meter. Customer is also wearing a dexcom and customer's dexcom registered 62 and 67 mg/dl during the call. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 11/30/2024 and open vial date is (B)(6) 2023.